Event description:
A complainant reported that a patient was on impella cp support. While on support, it was noted that medical staff made an error while placing the femoral access, which caused increased bleeding, not the impella. The patient received 4 units of red blood cell concentrates. The femoral access sites are continuously managed with femostop, making it impossible to ensure the correct entry angle for the impella repositioning sheath. Consequently, the left leg is noticeably colder. The lactate level was stabilized, but it increased overnight to above 10, leading physicians to suspect abdominal ischemia. Nurse reported persistent ¿placement signal low¿ alarms even when impella is reduced to p2. Patient died due to multi-organ failure this morning. The patient's outcome was reviewed by abiomed's post market surveillance team and it was determined that there is not enough evidence to exclude impella as an associated factor in the patient's outcome.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella instructions for use: impella cp with smart assist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Manufacturer narrative:
The investigation of access site bleeding and limb ischemia has been completed. The impella device was not returned for evaluation. The root cause of the access site bleeding - major was most likely use-related as evidenced by clinical summary. As all the necessary information was not provided, the root cause of the limb ischemia was not determined. The following have been reported incorrectly or missing from manufacturer device report 1220648-2024-17685: e4 should have been left blank. G2 report source: foreign missing.